Event description:
It was reported that the dose button was not working. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. E1: initial reporters address 1; (B)(6) hospital. One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection found no damage. Functional testing found the keypad is faulty. The keypad was replaced.